Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and two mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted both meshes had slipped away from their attachment sites resulting in a recurrent hernia. The mesh also developed adhesions and scarring to the bladder. It was reported the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 05/07/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.